Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. Date of event was approximated to be (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was used in an unknown procedure performed on an unknown date. According to the complainant, during the procedure, when the device was used, it was unable to deliver energy. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was used in an unknown procedure performed on an unknown date. According to the complainant, during the procedure, when the device was used, it was unable to deliver energy. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years. B3: date of event: date of event was approximated to be december 01, 2018 as no event date was reported. H6: problem code 1211 captures the reportable event of the snare failed to deliver energy. H10: investigation results: analysis of the returned device revealed that the cautery pin were found in good conditions. The device passed continuity inspection since the device's electrical resistance was found within specification at 11.7 ohms. After analysis it was determined that the device did not present any visual issue and it worked as intended. Returned device review includes visual and electrical evaluations, which showed no evidence of either the alleged issue or any defect that could have contributed to the event reported. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.